Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t5de97. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: this operation was thoracoscopic lung surgery. The surgeon fired at the pulmonary vessel and confirmed the bleeding. The sales rep seemed that the vessel was over the cut line. There was no information about the bleeding volume and care of hemostasis, but transfusion was not need. The surgeon considered the bleeding occurred by remaining staples within the jaw on the firing. The sales rep guess the patient is stable since the surgeon did not mention the patient¿s condition.

Event description:
It was reported that during an unknown procedure, the staples were not formed properly during use, and bleeding occurred. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/17/2020. D4: batch # t5de97. Investigation summary : the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.